Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported that this implantable cardioverter defibrillator (ICD) was malfunctioned. Moreover, the patient received shock. Device settings were changed and the patient felt vibrations since then. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.